Event description:
A periodic history review was performed and noted a high impedance event on (B)(6) 2016. The device was interrogated and a system diagnostic was performed indicating a limit/high/7/no. A final interrogation was performed. The patient was unknown. Another periodic history review was performed and noted a high impedance event on (B)(6) 2017 on a separate device. Multiple diagnostics were performed indicating high impedance. One system diagnostics showed ok impedance, and then one final system diagnostics was performed indicating high impedance. The patient was unknown. Follow up was performed with the nurse who was indicated to be the user of the programming system interrogating the devices. It was noted that both devices were for the same patient and that the patient was implanted with the first generator in (B)(6) 2008, and the device was replaced on (B)(6) 2017. No lead revision had been performed for the high impedance, and the system remained implanted, turned off. Lead information was unknown. No additional relevant information has been received to date.